Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6) with no related complaints at this time. The heartmate 3 lvas IFU lists driveline infection and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found within this document, as well as considerations for when there is a risk of bleeding. Additionally, the heartmate 3 lvas IFU and patient handbook both provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline was pulled and as a result a chronic stage 2 (B)(6) driveline infection formed. There was erythema surrounding the driveline exit site with bloody drainage and minimal purulence. The patient was initially treated with oral keflex on (B)(6) 2019 before switching to oral doxycycline. The infection is stable and the patient is being treated with doxycycline indefinitely.